Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2015 to report intermittent vibration on (B)(6) 2015. Patient's husband tested the alert functionality and the reported alerts were funcitonal. At the time of contact, the patient's husband did not report any injury or medical intervention.